Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. A search of our complaints database did not produce any other report of infection for devices in this sterilization lot.

Event description:
In this case, a 21mm valve was explanted after an implant duration of 8.27 months due to infective endocarditis (ie). Customer reported that on (B)(6) 2012, a magna ease valve, model 3300tfx21mm, was implanted. On (B)(6) 2012, the valve was explanted and replaced with a magna ease valve, model 3300tfx21mm. The customer commented that this explant was not device related. The patient status was recovered and discharged as of (B)(6) 2012. The device will not be returned for evaluation because it was discarded at the hospital. The source and type of infection were not provided.

Manufacturer narrative:
Method: device not returned. The device history record (DHR) review is in progress. The device will not be returned for evaluation because it has been discarded by the hospital. The condition of the device at time of implant was not provided. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the source and type of infection have not been provided and we are unable to investigate into the root cause for explant of this device. However, a follow up report will be submitted as soon as the DHR review is completed.